Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred on an aeris evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer previously reported information from a customer that a ventilator inoperative condition occurred on an aeris evo device. There was no serious patient harm or injury that occurred or was reported. The aeris evo device was returned to a third party service center for evaluation. The service technician confirmed that a supercap failed error code was found in the device's error log and that the system printed circuit assembly (pca) board requires replacement in order to resolve the issue. Additionally, the blower assembly, machine flow sensor and system pca tubing are contaminated. The muffler assembly, air foam inlet filter, and particulate filter required replacement for preventative maintenance.